Manufacturer narrative:
It was reported that a patient underwent placement of an trapease permanent vena cava filter. The indication for the filter placement was deep vein thrombosis (dvt) and status post pulmonary embolism (pe). The patient¿s medical history also consists of hypertension. The device was placed via the right common femoral vein at the level of l2-3 without incident, the patient reportedly tolerated the procedure well. Additional information provided in the patient profile form (ppf) indicated that the patient experienced blood clots, clotting, occlusion of the ivc, neuropathy, sensitivity reduced in the feet and legs, poor balance, not able to climb, and the fear of a possible future failure. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety, neuropathy and decreased sensitivity do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an trapease permanent vena cava filter on or about (B)(6) 2011. The following additional information received per the patient profile form (ppf) indicates that the filter was placed as treatment for deep venous thrombosis (dvt,) status post pulmonary embolism, and hypertension. The patient was reported to have tolerated the index procedure well. According to the ppf the patient experienced blood clots, clotting, occlusion of the ivc, neuropathy, sensitivity reduced in the feet and legs, poor balance, not able to climb, and the fear of possible future failure.

Manufacturer narrative:
After further review of additional information received the following sections patient identifier, event, PMA/510k, type of reportable event, if follow-up, what type have been updated accordingly. Section event: as reported in the legal brief, the patient underwent placement of an trapease permanent vena cava filter. Per medical records received, the filter was placed as treatment for deep venous thrombosis (dvt,) status post pulmonary embolism, and hypertension. The filter was deployed just between the second and third lumbar vertebrae. The patient was reported to have tolerated the index procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about four years post implantation of the filter. The patient reports to suffer from blood clots, clotting, occlusion of the ivc, the filter embedded in the wall of the ivc, the device is unable to be retrieved, neuropathy, sensitivity reduced in the feet and legs, poor balance, not able to climb, and the fear of possible future failure. The patient also states to have been paralyzed due to trapping of a clot that grew three feet long. There have been no known filter retrieval attempts. Patient code (B)(4). Corrected data: date of event it was reported that a patient underwent placement of an trapease permanent vena cava filter. The indication for the filter placement was deep vein thrombosis (dvt) and status post pulmonary embolism (pe). The patient¿s medical history also consists of hypertension. The device was placed via the right common femoral vein at the level of l2-3 without incident, the patient reportedly tolerated the procedure well. The information provided indicated that the device is embedded, there have been no known filter retrieval attempts, the patient experienced blood clots, clotting, occlusion of the ivc, neuropathy, sensitivity reduced in the feet and legs, poor balance, not able to climb, and the fear of a possible future failure. The patient also states to have been paralyzed due to trapping of a clot that grew to three feet long. The patient¿s medical history has not been provided and there is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Without medical records the reported paralysis could not be confirmed or further clarified, however, if a result of clotting, patient and/or pharmacological factors may have contributed to the reported event. Anxiety, neuropathy and decreased sensitivity do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.